Event description:
It was reported that during a rectum procedure, the device would not staple but cut. When removing the device out of the patient, the surgeon noticed the neutral position of the joint lever didn¿t match with a neutral position of the stapler's jaws. The surgeon had to change to a laparotomy procedure. No important bleeding and no transfusion needed. The patient is currently fine.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.